Event description:
The customer called into philips reporting that the device is displaying lead failure for the extended self or shift check test. The leads were replaced but issue remains. There was no patient involvement.